Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel as a battery depleted set alarm. This condition was caused by depleted main batteries. This condition was resolved by replacing the main batteries and battery harness. This device is a remediated colleague pump with a user interface module software version of 6.13.92. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).

Event description:
A colleague infusion pump was reported originally for a damaged battery. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a battery depleted set alarm which interrupted delivery. The software for this device is currently not known.